Event description:
Per the independent repair center, the customer alleged problem is alarming/red light/alarm will not function. The key failure is the check valve has no flow and the alarm is not working. Associated malfunctions for this device: control panel broken.